Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va1540d, product type: lead. (B)(4).

Event description:
Information was received from a consumer who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that the wire had hurt their nerve since they had the device implanted. The patient noted that the device was also too close to their spine and that to the right there was a mile of space, but to the left it was almost all the way over. The patient stated that the device did not give them much room and it was kind of scary, the patient stated it felt like it was rubbing their bone. The patient was advised to follow up with a healthcare professional (hcp). No further complications were reported or were expected.